Event description:
Boston scientific provided the following information: an automatic safety switch from bipolar to unipolar occurred on (B)(6) 2025 due to an rv pace impedance measurement of <200 ohms. Impedance had been in the 600 ohms range initially and then dropped to 200s on (B)(6) 2025 and then < 200 on (B)(6). The lead was capped and replaced.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.